Event description:
The manufacturer received information alleging an issue related to CPAP device's sound abatement foam. The patient alleged nasal throat irritation or soreness . There was no report of serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap,and mechanical ventilator devices.the manufacturer previously received information alleging nasal throat irritation or soreness related to a CPAP device's sound abatement foam.there was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation.it is observed with the complaint of water levels stay the same overnight, water does not evaporate, machine gets hot to the touch, and mouth getting hot from the device. Device provided airflow during therapy.and used a supplied known good humidifier and heated tube for the testing. The water tank was filled with water for the testing because of a complaint of burnt odor, additional testing was performed.the dust/dirt contamination inconsistent with degraded sound abatement foam was observed throughout device enclosure, and airpath, suggesting a source external to the device.there is evidence of water ingress on the blower and blower box also slight black contamination at the blower seal of the blower box is consistent with the keratin contamination observed. The device's downloaded event log was reviewed by the manufacturer and found no erorrs. The manufacturer concludes evidence of sound abatement foam degradation/breakdown was not observed in the base unit. Also can confirm the presence of contamination in the airpath and can not address any complaints involving the humidifier due to not receiving it. But can confirm that a pil known good humidifier worked properly with the base unit. In this report, section d9, g3, h3, h6 has been updated or corrected.